Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. This involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4) 9614392-2022-00026 for second associated incident report.

Event description:
The incident was reported to the manufacturer by the end user, limited information has been made available. The user reports that they developed a stye in the right (od) eye after approximately two hours of use and later during the same day, the eye became infected. The user reports that over time, the infection moved from the right (od) eye to the left (os) eye. The user states that he was unable to be seen by his primary eye care provider as the office closed during pandemic and has not reopened, the user sought treatment at an alternate facility, contact information not provided. The user states they have been seen by three different ophthalmologists as well as an infectious disease specialist and has been treated with various medications including antibiotics, steroids, and over the counter drops and creams for over six months. Good faith efforts have been made to obtain additional information without success. As of the date of this report, additional information is unknown. This event is being reported and an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.